Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via a company rep, and forwarded by our local affiliate ((B)(4)), this case involves a female patient who received three applications of poly-l-lactic acid (sculptra) on unk dates. Relevant medical history and concomitant medication info were not mentioned. Eight weeks after her third treatment, the pt developed some visible nodules in an ara where her skin is quite thin. The reporter stated that they are ¿clearly related¿ to the injection sites and there are no signs of infection or inflammation. Corrective treatment, if any, was not reported. Event outcome is unk. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). The reporter did not provide his causality assessment. Addendum for follow-up received on (B)(4) 2008: (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.